Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('an embedded 3.2cm in length x 0.1cm in diameter coiled silver metal wire') and pelvic pain ('chronic pelvic pain/ severe pain') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, gravida ii, parity 2 and nickel sensitivity. Before essure implantation, she never experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, pain during intercourse, abdominal pain, abdominal bloating, chronic pelvic pain, excessive weight gain, excessive migraines, memory loss, and brain fog. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraines"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic robotic total hysterectomy,bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the pelvic pain, pelvic discomfort, heavy menstrual bleeding, dyspareunia, abdominal pain, abdominal distension, abnormal weight gain, migraine, amnesia and feeling abnormal had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, dyspareunia, embedded device, feeling abnormal, heavy menstrual bleeding, migraine, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2008. She never experienced the events before essure implantation. She sought treatment for her symptoms from physician and was unable to resolve her symptoms. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('an embedded 3.2cm in length x 0.1cm in diameter coiled silver metal wire') and pelvic pain ('chronic pelvic pain/ severe pain') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, gravida ii, parity 2 and nickel sensitivity. Before essure implantation, she never experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, pain during intercourse, abdominal pain, abdominal bloating, chronic pelvic pain, excessive weight gain, excessive migraines, memory loss, and brain fog. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraines"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic robotic total hysterectomy,bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the pelvic pain, pelvic discomfort, heavy menstrual bleeding, dyspareunia, abdominal pain, abdominal distension, abnormal weight gain, migraine, amnesia and feeling abnormal had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, dyspareunia, embedded device, feeling abnormal, heavy menstrual bleeding, migraine, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2008. She never experienced the events before essure implantation. She sought treatment for her symptoms from physician and was unable to resolve her symptoms. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: medical record received: reporter and medical history added event an embedded 3.2cm in length x 0.1cm in diameter coiled silver metal wire added. Reporter causality added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure implantation, she never experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, pain during intercourse, abdominal pain, abdominal bloating, chronic pelvic pain, excessive weight gain, excessive migraines, memory loss, and brain fog. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraines"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal pain, abdominal distension, abnormal weight gain, migraine, amnesia and feeling abnormal had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, dyspareunia, feeling abnormal, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: she never experienced the events before essure implantation. She sought treatment for her symptoms from physician and was unable to resolve her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure implantation, she never experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, pain during intercourse, abdominal pain, abdominal bloating, chronic pelvic pain, excessive weight gain, excessive migraines, memory loss, and brain fog. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraines"), amnesia ("memory loss") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal pain, abdominal distension, abnormal weight gain, migraine, amnesia and feeling abnormal had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, amnesia, dyspareunia, feeling abnormal, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: she never experienced the events before essure implantation. She sought treatment for her symptoms from physician and was unable to resolve her symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device the reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received. Reporter information, rcc note added. Removal surgery added for event pelvic pain. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.